Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the guidewire could not pass through the left ventricular (lv) lead. The wire was initially passed through the lead with no issue on the first attempt. The provider then lost track of the lead over the wire and choose to remove the lead and wire altogether to re-insert the wire into the lead. The provider was unable to pass the wire through the lead fully as it seem to get stuck near the tip of the lead. The lead and guidewire were not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.